Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and hypoglycemia. The customer's blood glucose level ranges from 30 mg/dl to 400 mg/dl and over 200 mg/dl. The customer also reported scratches and fogginess making the insulin pump harder to read. The customer also reported casing was cracked and received unexplained no delivery alarm. The device will not be returned for analysis.